Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate of 1818910-2019-88172. 1818910-2019-111122 is being retracted as it is a report duplication. 1818910-2019-88172 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 01 october 2019 for MDR reportability. On (B)(6) 2013, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2015, the patient underwent a right knee revision due to instability, swelling, and pain. The surgeon reported mild laxity in flexion and extension. He noted extensive benign-appearing synovitis, and a synovectomy was performed. The surgeon reported no evidence of malfunction or wear to the components, and all components were well-fixed. The tibia, and femoral components were not revised. The tibial insert was revised. He noted good tracking with the patella, and it was not revised. The patient was implanted with an attune tibial insert, and there were no complications to the procedure. Doi: (B)(6) 2013. Dor: (B)(6) 2015 (rt knee).